Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient reportedly underwent repositioning surgery to reinsert the electrode on (B)(6) 2024. The recipient has been activated and has healed. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced electrode extrusion. The recipient presented with no sound upon activation. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.